Manufacturer narrative:
H11: correction to b5 of the initial report: the device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user reported. The biomedical engineer (bme) could not duplicate the customer's complaint and after a week of bench testing the alarm did not reappear. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Updated health impact, evaluation method, evaluation results & conclusion codes based on the information provided.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an error code 1004 - internal temperature high at data acquisition (da) printed circuit board assembly (pcba). It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. The investigation is ongoing.